Manufacturer narrative:
Qn# (B)(4). Full UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that; the epidural catheter was inserted to the patient in a gynecologic surgery, which completed without problem. After a few days of placement, the user attempted to remove the catheter but could not. Therefore, an orthopedic surgeon removed it by an orthopedic surgery. General anesthesia was administered for the surgery. Additional hospitalization was 9 days. (The patient was scheduled to be discharged from the hospital on (B)(6), but the surgery was performed on (B)(6) and she was discharged on (B)(6)). There was no reported patient harm or consequence post the issue.

Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon a potential lot number. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The customer did provide photos that appear to show a separated catheter and ultrasounds. However, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
It was reported that; the epidural catheter was inserted to the patient in a gynecologic surgery, which completed without problem. After a few days of placement, the user attempted to remove the catheter but could not. Therefore, an orthopedic surgeon removed it by an orthopedic surgery. General anesthesia was administered for the surgery. Additional hospitalization was 9 days. (The patient was scheduled to be discharged from the hospital on (B)(6), but the surgery was performed on (B)(6) and she was discharged on (B)(6) there was no reported patient harm or consequence post the issue.